Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered off and restarted on its own. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's multi-function cable was removed and returned. The malfunction was observed during review of the device's activity log. The multi-function cable and receptacle were replaced by the customer as a precaution. Analysis for reports of this type has not identified an increase in trend.